Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during preparation for an rf ablation procedure, it was noted that the pad was discolored. When the generator was started, the display showed error hhh. All the switches, power cables, pad cables, pump, and cooling system were checked and found to be normal. The machine was rebooted and started working normally, but after about eight minutes, they noted the impedance, power, current, and image of ultrasound were not normal. The doctor replaced the electrode needle, but the situation remained the same. Then the generator was replaced and the situation remained the same. The doctor then replaced the ground pads and the function was ideal. There was no patient injury. Initial evaluation of the returned sample found the pad did not have continuity.